Manufacturer narrative:
Fields were updated for that medwatch report dedicated to associated anchoring plates whose references and lots were not provided despite attempts. The review of the device history record and traceability cannot be performed as no information were provided regarding catalog and lot number. The surgeon inserted the cage and proceeded to anchor impaction. He noticed that the hole of the threaded rod was cracked when he retrieved the implant holder. The plates and cage were took off and replaced by a similar implant. No impact on the patient. From information initially received, the surgeon decided to not use the starter awl (instrument used to create path and ease insertion of anchoring plate) . As described in the surgical technique of roi-a device family, in order to prepare the anchoring plate trajectory, the starter awl is recommended for each roi-a surgery. Then starter awls should have been used by surgeon to create a completed path and avoid the breakage of the cage due to patient hard bone (case of patient with sclerotic bones.) Root cause is related to a user error, investigation found no evidence to indicate a device issue. So far, no further action is required but we continue to track and trend this type of issue.

Event description:
Roi-a : broken cage.

Manufacturer narrative:
The review of the device history record and traceability cannot be performed as no information were provided regarding catalog and lot number. Additional information have been requested. No information about device return.

Event description:
Roi-a : cage broke while impacting anchors. Patient had sclerotic bones. Reporter advised the surgeon to use starter awl but surgeon stated that he didn't need it. He implanted the cage and proceeded to anchor impaction. When he retrieved the implant holder, cage cracked. Cage and plates were removed and replaced by new ones. No impact on patient. Patient had sclerotic bones and surgeon should have used starter awl. Additional information have been requested.